Event description:
It was reported that a lead warning triggered on the right ventricular (rv) lead. The session was interrupted during the interrogation and all of the data was cleared so it was unknown why the lead warning had triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.